Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the pre use check, the cs300 intra aortic balloon pump (iabp) malfunctioned, the helium level indicator was displayed temporarily but then disappeared. Maintenance request code #5 was also displayed. There was no patient involvement.